Event description:
It was reported that the pump declared an altitude alarm 21, resulting in the customer's blood glucose level going beyond 500 mg/dl and displaying as "high." To address this, the customer administered a correction injection through manual daily injections (mdi) without needing assistance from a third party. The technical support team provided tips to prevent altitude alarms, which the caller acknowledged. The customer was able to resume insulin delivery using the original cartridge, and there was no need to replace it.